Event description:
The patient underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for non-malignant pain. The patient underwent explantation of the device in 2001 due to rotor stall. The device was returned to the manufacturer for analysis. The patient underwent implantation of another synchromed pump in 2001 and resumed intrathecal infusion of morphine.